Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: a device was opened and during use, the blade was broken. There were no obstruction such as clip or forceps. Any broken part was not detected with x-ray, and incision was closed. It is unk if the broken piece fell into the cavity. There was no add'l bleeding. There was no pt harm.

Manufacturer narrative:
(B)(4).